Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, an an error message had caused the user to be forcibly logged out. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that customer had been forcibly logged out. A technical support specialist (tss) found that error occurred when interacting with the storage space configuration in the cii safe enterprise server (es) integrated main cabinet and medstation/pas devices. The issue occurred when updates were made while the operating system configuration was still processing, and another action (such as selecting "sign out") was attempted simultaneously. Tss had reproduced the issue, logged a bug, and confirmed that it was scheduled to be resolved in the future es software release. The tss advised customer to follow the knowledge article 1.7.4, if the error occurred during a cubie swap. The system functioned as intended after the technical support specialist troubleshot the device.